Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation, and the patient experienced pulmonary vein stenosis that required surgical intervention (pulmonary vein expansion) and prolonged hospitalization. The patient underwent a pvi procedure in may, complained of shortness of breath from around august, and was seen in the hospital. At the end of november, the patient's symptoms of breathlessness worsened, and was seen in the hospital. According to the patient, there was no other symptoms other than feeling short of breath. Computed tomography (CT) imaging showed stenosis of the left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv), and right inferior pulmonary vein (ripv). The pulmonary veins (pvs) that showed stenosis were confirmed by pressure measurement, intracardiac echo, left atrial (la) contrast, and pv contrast, etc. The pv expansion was performed using a balloon. The narrowed part was dilated by balloon, and the situation was monitored until the left atrial pressure decreased. Since the left atrial pressure had also decreased, the physician decided not to place a stent and would wait and see for a while. If the symptoms fail to improve, stent placement would be considered. The patient improved.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31265474l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).